Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the ins was right under their skin and when they saw their doctor they commented that when they did a battery replacement, they would need to implant it deeper as it should be deeper under the skin. The patient thought it was ok at first, but the last few years it was right up there. They asked about general ins longevity and information was reviewed. It was recommended to follow-up with their healthcare provider. No further complications were reported or anticipated.